Manufacturer narrative:
One fast-fix 360 curve needle delivery system was returned for evaluation. Visual assessment of the device showed t 1 is free from the needle. The actuator is in its t2 pre-deployment position indicating a deployment of t1. T1 is soiled with what appears to be human matter. T2 remains in its customary position on the needle. The device was functionally tested for proper actuator advancement and cycling and was found to function as intended. Reported simultaneous deployment cannot be confirmed. No root cause related to the manufacture of the device can be established. No further investigation is warranted at this time. Device returned for evaluation on 31 march, 2016. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that t1 and t2 deployed simultaneously from the curved fast-fix 360. There was a reported short delay of less than 30 minutes and no patient injury was reported.